Event description:
A hospital in (B)(6) reported to one of our distributors that the elbow connector was missing from the pressure line of an rt225 infant bias flow breathing circuit kit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: only the pressure line of the complaint rt225 infant bias flow circuit kit was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected for the missing connector. Results: visual inspection revealed that the neo pressure elbow was missing from the returned pressure line, confirming the reported fault. The pressure line did not show any evidence that the elbow was ever inserted. No physical damage was observed to the returned pressure line, which was received in an unsealed plastic bag. A lot check did not reveal any complaints of this nature for lot number 111221. Conclusion: it is likely that operator error, during the assembly process, resulted in the neo pressure elbow being omitted from the pressure line. There are standard operating procedures in place to assist operators on the production line to correctly assemble the pressure lines. The standard operating procedure for assembling the pressure line includes step by step instructions in pictorial form on how to assemble the pressure line on to the neo pressure elbow. (B)(4).

Event description:
A hospital in (B)(6) reported to one of our distributors that the elbow connector was missing from an rt225 infant bias flow breathing circuit kit. This was found prior to patient use.